Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during an unknown spinal surgery, the tip of the instrument broke off. There were no patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visually confirmed the tip of the instrument is broken off, with a fairly tortuous fracture surface, consistent with bend stress overload.